Manufacturer narrative:
The device remains in the patient; therefore, product testing on the device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event in addition assessment (review of post-op gonioscopy video) revealed that the stent was inverted (implant malposition). A review of the device labeling was completed. A malposition stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not provided to glaukos at the time of this report. MFR reference #: (B)(4).

Event description:
It was reported that post trabecular micro-bypass stent surgery, the snorkel appeared (via gonioscopy) to have broken off from the main body. The patient¿s post-op status was reported as ¿doing great with no issues¿. However on (B)(6) 2018, post-op gonioscopy video review with the surgeon shows that the stent is not implanted in the desired location. The stent appeared inverted in such a way that the snorkel is not visible, and it is oriented to the opposite direction than intended. The surgeon reported that the patient is doing ¿good¿, there are no concerns regarding the patient's iop or any other issues.